Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impactor head confirmed the threads were damaged and stripped. Also noted there were heavy impact marks, gauging and scratches on the head and the handle indicative of use. Hardness test confirmed that product is conforming to print specifications. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threading of impactor head fractured during routine use. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.